Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint but replaced the high-resolution stereo viewer (hrsv) due to intermittent video loss in right eye. The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was not able to confirm issue via system logs but was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a "burn in" notification in the display for a brief moment. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the touchscreen was found to be the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the right eye image of surgeon side console (ssc) 1 high-resolution stereo viewer (hrsv) was lost. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found error 119 in the logs pointing to the hrsv issue. Tse advised site to power cycle the system; however, site was unable to power cycle the system during the procedure. The surgeon elected to switch to ssc 2 to continue with the procedure. The procedure was completing as planned with no reported injury.